Event description:
Patient had total left hip arthroplasty (B)(6) with the use of the aquamantys 6.0 bipolar sealer, (B)(4), used for hemostasis. Patient sustained a right hip burn secondary to leaking of saline from the disposable end piece of the equipment. The lot # was not noted but we have two lot#'s in stock pha065bn0 and pha175l0. Of interest the user manual does suggest when not in use the end piece is stored in a holster or table outside of surgical area to prevent leaking. Not holster is supplied and there is no warning on disposable end piece of that nature.